Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during a bolus delivery of insulin, the pump gave an occlusion alarm and 0/2.26u of insulin was delivered. According to the reporter, the system check determined the cause of the alarm to be the infusion site. The home care patient reported that their blood glucose rose to 311 mg/dl due to the interruption in insulin therapy. The home care patient reported that they changed out their infusion site and delivered a correction bolus to resolve their blood glucose levels. No permanent injury to patient reported.